Event description:
It was reported that the patient developed sepsis. The left ventricular (lv) lead, right ventricular (rv) lead and the implantablepulse generator (ipg) were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c2tr01 implantable pulse generator (ipg) (B)(6) 2012; 2188 implantable pacing lead (B)(6) 2001; 1488tc competitor implantable pacing lead (B)(6) 2001. (B)(4).